Manufacturer narrative:
(B)(4). The customer was provided with replacement defibrillation electrodes and verified the reported failure. The cause of the failure was determined to be due to a bent pin.

Event description:
It was reported that the customer tried to connect the defibrillation electrodes to a device in anticipation of use with a pt; however they would not fit in a therapy connector. A second set of defibrillation electrodes was used. It was reported that the failure did not have any adverse effects on the pt.